Manufacturer narrative:
(B)(4). Teleflex performed a complete evaluation of the reported complaint. The bladder membrane had a puncture consistent with contact from a sharp which allowed blood to enter the iab. The root cause of the puncture is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for similar reports of this issue.

Event description:
It has been reported that the event involved a patient. While in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the patient's right femoral artery. It was reported that within the first 30 minutes blood was noted in the helium tubing. The intra-aortic balloon (iab) was removed immediately and a second intra-aortic balloon (iab) was prepped and inserted via the same site. There was a reported delay / interruption in intra-aortic balloon pump (iabp) therapy, however no harm to the patient noted. There were no reported patient complications, death, or injury. Medical / surgical intervention was not required. The patient was moved to the intensive care unit (ICU).

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the event involved a patient. While in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the patient's right femoral artery. It was reported that within the first 30 minutes blood was noted in the helium tubing. The intra-aortic balloon (iab) was removed immediately and a second intra-aortic balloon (iab) was prepped and inserted via the same site. There was a reported delay / interruption in intra-aortic balloon pump (iabp) therapy, however no harm to the patient noted. There were no reported patient complications, death, or injury. Medical / surgical intervention was not required. The patient was moved to the intensive care unit (ICU).